Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 314.291. Lot: 12-8548. Manufacturing site: selzach. Supplier: leitner ag. Release to warehouse date: 02 nov 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary service & repair evaluation: a service and repair evaluation was performed (a-2534028). The customer reported the handle of the device broke. The repair technician reported the device handle is broken. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was forwarded to customer quality for investigation. The evaluation was confirmed. Background: it was reported that on (B)(6) 2019, the patient was revised with an angle blade plate and bone grafting due to a nonunion and broken trochanteric femoral nail advanced (tfna) nail. During the procedure, the handle of a sliding machine of the collinear clamp set broke outside the patient. The surgeon was using a collinear clamp to hold reduction on the proximal femur and upon squeezing compression via the handle, it snapped off in his hands. The clamp actually held the reduction even after handle broke. There was surgical delay. Surgery was completed successfully. Patient outcome was unknown. Concomitant device reported: unknown angle blade plate (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. Investigation flow (damage). Visual inspection: the collinear reduction clamp (sliding mechanism) (p/n 314.291 lot 12-8548) was returned and received at us cq. The black polyamide handle is broken at the attachment screw. Both screws which hold the handle are still in place, remaining within the instrument. The broken off handle piece was returned. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection was not performed due to post manufacturing damage. Investigation conclusion: the complaint is confirmed for the collinear reduction clamp (sliding mechanism) (p/n 314.291 lot 12-8548) as the handle is broken off from the instrument. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the condition is due to unintended/excessive forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR: the device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional, updated data device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2019, the patient was revised with an angle blade plate and bone grafting due to a nonunion and broken trochanteric femoral nail advanced (tfna) nail. During the procedure, the handle of a sliding machine of the collinear clamp set broke outside the patient. The surgeon was using a collinear clamp to hold reduction on the proximal femur and upon squeezing compression via the handle, it snapped off in his hands. The clamp actually held the reduction even after handle broke. There was surgical delay. Surgery was completed successfully. Patient outcome was unknown. Concomitant device reported: unknown angle blade plate (part # unknown, lot # unknown, quantity # 1). This report is for one (1) sliding mechanism. This is report 1 of 1 for (B)(4). This complaint captures the intra-operative event, while (B)(4) was created to capture the post-operative event